Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. Girlfriend is calling on behalf of the customer. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 110-120 mg/dl. The customer did report symptoms of feeling foggy. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 283 and 243mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 12/26/2020 and open vial date is 9/18/2019. The meter memory was reviewed for previous test result history: (B)(6).